Manufacturer narrative:
Conclusion was updated. Additional feedback for this event was received from the edwards clinical specialist (cs), confirming that imaging for this case is not available. The cs also indicated the physician thought the sheath caused the aortic dissection. The patient's cause of death was aortic dissection and aortic rupture causing uncontrollable bleeding. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. According to the thv training manual risk factors for acute aortic rupture/ dissection in the tavr procedure include significant valve oversizing (i.e. =4 mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The safety and effectiveness of the edwards sapien transcatheter heart valve via transaortic has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. In this case, it is likely that procedural factors contributed to the events. No further corrective action is possible at this time.

Event description:
As reported by the edwards clinical specialist, during a transaortic transcatheter aortic valve replacement (tavr) procedure guidewire position within the patient's left ventricle was lost and after another wire was inserted the echocardiographer noted a pericardial effusion. Access was changed to transapical approach and the sapien valve was delivered without issue. As repairs were being conducted to the ascending aorta access site, the patient expired due potentially to excessive bleeding in the previously noted dissection plane. Per the report received, access was gained through a direct aortic access in the area of the aortic arch by the physician without incident. After a successful bav, the balloon was removed and exchanged for the retroflex 3 delivery system with a 26mm sapien valve. The amplatz super-stiff 1cm tip exchange length guidewire was still properly positioned within the patient's left ventricle. As the delivery catheter was being advanced through the retroflex 3 sheath, wire position within the patient's left ventricle was lost and no longer positioned across the native aortic valve or within the left ventricle. Insertion of the retroflex 3 delivery catheter was stopped at this point and the amplatz super-stiff guidewire removed and exchanged for a standard .035 j tip wire which was inserted, noted to be within a dissection plane, and removed. A pericardial effusion was then noted by the echocardiographer. Discussions between the physicians then occurred about the potential issues associated with these new developments and how to proceed. It was felt that a transapical approach to deliver the valve was the only approach left available. A new delivery catheter and valve was prepped and delivered without incident into the native aortic valve annulus. The access within the ventricle was closed and attention was then focused on removal of the previously placed retroflex 3 sheath from the ascending aorta and repair to that access site. As the aorta was being repaired, the patient expired.

Manufacturer narrative:
The device history record (DHR) review of the effected sheath shows the device met specifications prior to distribution of the device. Investigation of this event is ongoing.